Manufacturer narrative:
A sample has been available that has not yet reached manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery a patient experienced with unstable anterior chamber and posterior capsule rupture in the left eye. The patient underwent additional anterior vitrectomy surgical intervention for the event. The symptom was resolved.

Manufacturer narrative:
There is no evidence contained within the reported information at this time that indicates that the design or performance of the centurion system or centurion active sentry handpiece had any effect on the integrity of the posterior capsule. The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample revealed no visual nonconformity. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet product specifications. The handpiece was connected to a calibrated resistance breakout box, where the input and output impedance were found to be within specifications. The returned sample was connected to a calibrated centurion vision system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet product specifications. A phaco handpiece non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The product under investigation was not a serviceable device. Therefore, a service record review was not performed. The phacoemulsification handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).